Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, a kink was observed adjacent to the proximal hub of the 5max ace; however, the physician attempted to advance another manufacturer's guidewire and a penumbra system 3max reperfusion catheter (3max) through the 5max ace. The guidewire was able to advance through the 5max ace but the 3max was unable to advance through. Therefore, the physician removed the 5max ace and completed the procedure using a new 5max ace and the same 3max. There was no report of an adverse effect to the patient.